Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of inconsistent organism identifications from two different samples from the same patient. Biomérieux internal investigation was conducted. Evaluation of submitted mzml and data log files indicate the instrument was operation (i.e. Fine-tuning is within specifications). Analysis of the data for each test indicated that the spot quality on the test slides was less than optimal. The two patient isolates were tested via vitek® ms and vitek 2 gp ID card; each method produced the same organism identification for each isolate accession ID (B)(6) and accession ID (B)(6) (staphylococcus hominis and staphylococcus epidermidis , respectively). The occurrence could be explained by a contamination during the sample collection (s. Epidermidis and s. Hominis are species that can be found in the environment or skin). The investigation concluded that the vitek ms is performing as intended; there is no evidence that the vitek ms system provided incorrect identification results.

Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek® ms instrument. The customer performed a subculture based on the positive result from the bact/alert® bottle to identify the organism on the vitek® ms instrument. The customer reported obtaining both staph epidermidis and staph hominis and is unclear what the result should be. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.